Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 9 of treatment and the treatment was cancelled. The alarm occurred multiple times. Air bubbles were found in the drain line. Fluid was discovered in the pump module area and on the external of the cassette. Fluid was discovered on the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to allow the cycler to dry out before the next treatment and use a cassette from a different box. The patient was also advised to perform a hard reboot on the cycler before setting up for the next treatment. Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. There was no patient serious injury or medical intervention required as a result of this event. The patient is continuing peritoneal dialysis therapy.